Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided pump reset information, and the customer successfully reset the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.